Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent the surgery with the femoral neck system (fns). After the surgery, on unknown date, femoral head necrosis occurred. On (B)(6) 2021 the patient underwent a revision surgery to remove the fns implants to replace them with an artificial head. When the surgeon tried to remove the locking screw, the tip of the screwdriver (other companys product) got twisted and cut off and stuck into the locking screws head. The surgeon cut the locking screws head with a carbide drill and removed the antirotation-screw, plate, and bolt. After that, when the surgeon was excavating the anterior cortical bone with the hollow reamer, the tip of the hollow reamer was damaged because the patients bone was hard. The surgeon hollowed cortical bone out with a bone chisel and removed the shaft of the locking screw eventually. The scheduled removal time was 30 minutes, but the removal was completed in 1 hour and a half. Due to the hollow reamer breakage, trace amounts of iron debris remained in the body. The patient was young and had a very good physical constitution and bone quality, it is considered that cortical bone was fixed to the locking screw. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). Unknown fns antirotation screw (part# unknown, lot# unknown, quantity 1). Unknown fns bolt (part# unknown, lot# unknown, quantity 1). Unknown fns plate (part# unknown, lot# unknown, quantity 1). Spare reamer tube (part# 309.068, lot#: 2538730, quantity 1). Spare centering pin (part# 309.670, lot#2664187, quantity 1). This report is related to (B)(4) which reports about femoral head necrosis which occurred after the first surgery. This complaint is for the breakage of the tip of the hollow reamer in the revision surgery. This report is for one (1) unknown locking screw. This is report 2 of 2 for (B)(4).